Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged battery cap cracked/damaged, cosmetic damage located at the retainer ring, failed batt test or battery failed alert and device heating up found on nov 25, 2021. Unable to confirm battery cap damage due to insulin pump received without the original battery cap. A test battery cap locks securely into place and the insulin pump powered up properly. Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test. Device monitored for 24 hours and no failed batt test or battery failed alert and unexpected test battery or battery tube overheating noted. No damage inside the battery tube during visual inspection noted. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. No alarms or alerts noted during the testing. However, insert battery alarm was recorded and found in the formatted history file on: 11/19/2021 14:38:44.000 to 11/19/2021 21:12:46.000 11/25/2021 21:01:37.000 to 11/25/2021 22:55:33.000. Power loss alarm was recorded and found in the formatted history file on: 11/19/2021 17:31:19.000 and failed batt/battery failed alarm was recorded and found in the formatted history file on: 11/19/2021 14:48:28.000 to 11/19/2021 21:12:45.000 11/25/2021 21:02:25.000 to 11/25/2021 21:10:35.000. Upon checking on the power data/detail trace file, failed batt/battery failed alarm was expected since the battery has low/no power. The customer may have used a low/depleted battery. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a scratched case and a serial number label fading. Unable to confirm battery cap damage due to pump received without the original battery cap. Failed batt test or battery failed alert and device heating up were not confirmed. Cosmetic damage at the retainer ring was not confirmed, however, other cosmetic damage was noted. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the ring of insulin pump damaged and reservoir was unable to lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.